Manufacturer narrative:
No patient information provided after calling customer (B)(6) 2021. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ez change was recommended for replacement.

Event description:
The hospital reported elevated levels of co2. There was no report of patient injury.